Event description:
Customer reported the system locked up and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation power supply. System operates as intended.